Manufacturer narrative:
Mayfields ultra base unit (a2101) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 3 reports linked to mfg report numbers: 3004608878-2021-00119, 3004608878-2021-00120. A facility reported that the mayfield ultra base bnit (a2101) was not locking. There was no patient involvement and no surgery delay as the issue was noted during an internal biomed in-service.